Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019, her cgm was 70 mg/dl but her bg was 40 mg/dl; medical intervention was not required for this event. On (B)(6) 2019, during the same sensor session at 6:00 am, the patient experienced a hypoglycemic event. Her husband found her unresponsive and seizing. Her cgm displayed 81 mg/dl at the time of the event; the bg value was not provided. He called emergency medical services (ems) who administered dextrose via intravenous (IV) therapy, seizure medication, and oxygen. The patient¿s bg post-treatment was 199 mg/dl; but her cgm value was 99 mg/dl. The patient recovered at home and was not transported to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.